Manufacturer narrative:
One cadd-solis vip, model 2120 was returned in used condition, no issue was found with the performance of the motor. An alarming "motor service due" message was activated after the pump was fully powered up. The pump's motor was replaced as a preventative measure.

Event description:
It was reported that the cadd prizm vip pump had a motor rate error. No death or serious injury was reported in connection with this incident.

Manufacturer narrative:
One cadd-legacy 1 pump was returned in used condition. The pump was function tested, and the following observations were made. Delivery accuracy testing found the pump's average delivery error to be within the published specification of +/-6%. The customer's complaint was unable to be duplicated in that the pump was found to be over delivering not under delivering. The pump expulsor was trimmed in order to bring the delivery into more nominal of a range. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.